Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was 28.6 mmol/l. Customer treated with manual injection and with the insulin pump. Customer had symptoms of nausea, vomiting, abdominal pain and difficulty in breathing. Customer indicated that they had issues with bent cannulas on some infusion sets. Customer declined to perform high pressure test as they had received no delivery alerts indicating alarm is working correctly. The insulin pump will not be returned for analysis.